Event description:
The complainant reported that the clinicians were preparing to perform a stent implant on a pt. During this preparation, the nurse opened the package containing the percuflex plus ureteral stent, but found that the stent was broken. There was no damage observed to the outside of the package containing the stent. There were no reported pt complications as a result of the reported problem.

Manufacturer narrative:
Info supplied in section f was completed by the MFR and based on info obtained from the complainant. The device has been received for analysis, but the eval has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).